Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior pancreaticoduodenal artery using ruby coils. During the procedure, the physician successfully placed ruby coils and other coils in the target vessel using a lantern delivery microcatheter (lantern). While advancing a new ruby coil into the target vessel as the final coil, the physician experienced resistance in the aneurysm due to the density of the already placed coils. The physician then decided to remove the ruby coil; however, while retracting, the ruby coil unintentionally detached inside of the lantern. Therefore, the lantern was removed containing the ruby coil and the procedure was ended, as the physician was satisfied with the amount of coils already placed. There was no report of an adverse effect to the patient.